Event description:
It was reported that the device was leaking. No additional information.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found missing display label on front cover, cracked tank cover, and outdated printed circuit board (pcb) and power switch, and a faded line cord. Functional testing found the device was leaking from the cracked tank cover. The root cause of the reported issue was found to be customer damage - either overtightening the tank cover screws or dropping the device. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. D5 and e4 are unknown, no information provided to date.